Manufacturer narrative:
On (B)(6) 2016 11:56 am (gmt-4:00) added by (B)(6) ((B)(4)): (B)(4). The device has not been evaluated yet. A supplemental medwatch will be submitted upon receipt of additional information.

Event description:
On (B)(6) 2016 11:48 am (gmt-4:00) added by (B)(6) ((B)(4)): customer reported that "constant bubble detect alarm that cannot be cleared." No reported patient effect. (B)(4).

Manufacturer narrative:
Field safety engineer has been sent for investigation and found defective apm out of box defective. He shipped part to customer from car stock 2-23-2016. Customer installed part on 2-24-2015 and reported that the issue. Laboratory investigation shows:the aep-module apm 20-411 sn # (B)(4), sent for inspection, was fit into the hl20 (sn # (B)(4)) for testing. Level and bubble sensors were connected and put into service. Bubble error appeared immediately. After that the bubble/level detection module has been expanded, opened and put again into service outside the hl20 by using an adapter. The testpoints tp11 (sbp) and tp10 (sb) were measured by using a multimeter (agilent u1241a). The values were out of the expected values (tp11 = 2,48 v & tp 10 = 3.3.6 v). The lemo connector was replaced as there were also no values at the entry of the bubble sensor. After replacing the connector the bubble error disappeared. After optical inspection it has been detected that pin 5 of the connector is a bit sticking out of the socket and therefore no contact to the bubble senor exists anymore. Without changing the lemo connector, the bubble and level sensor module can¿t be re-used. Thus the failure could be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiation will be completed at this time.

Event description:
(B)(4).